Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03043 for the exalt model d scope and report number 3005099803-2024-03002 for the exalt model d controller. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp), the exalt model d controller turned off and restarted on its own. This happened 3 to 4 times, the controller worked for a couple minutes in between restarts. The physician let the controller start up again each time and continued to try to use the exalt scope until it was decided to switch to a reusable scope. The procedure was completed with the reusable scope and with no patient complications.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d controller was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The investigation was unable to identify any damage or malfunction related to the reported event. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03043 for the exalt model d scope and report number 3005099803-2024-03002 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d controller was used with an exalt model d scope during an endoscopic retrograde cholangiopancreatography (ercp) procedure, performed on (B)(6) 2024. During the procedure, the exalt model d controller turned off and restarted on its own. This happened 3 to 4 times, the controller worked for a couple minutes in between restarts. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.